Event description:
It was reported that during an unknown procedure, CT tech alerted me that they had a case in late 2021, exact date unknown right now but she is investigating, where the certus 140 caused their siemens scanner to shutdown completely. Certus 140 was set up within a few feet of the scanner. The pdm was clamped to bed plate on the CT scanner. This incident resulted in patient injury. As this has just been reported to me, the probe lot is unknown. The procedure was completed successfully. There was patient consequences. Patient had a 3rd degree burn and was treated for it.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the ablation procedure? How many probes were used? Can a timeline of the events that occurred that are believed to led to the burn be provided? What is the alleged deficiency of the neuwave device that led to the patient burn and why are the two are connected? Where was the location of the 3rd degree burn? What was the shape and size of the 3rd degree burn? How was the patient treated for the burn? Are there any photos available? What is the patient's current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
Pc-(B)(4). No call home data could be analyzed since no date range was given for this case. No further information was available. This probe was discarded, so no device will be returned to neuwave for further investigation. The issue could not be verified. No lot information was provided therefore no lot history review could be performed. Additional information was requested and the following was obtained: what was the ablation procedure? Iliac bone ablation. How many probes were used? 3 pr probes. Can a timeline of the events that occurred that are believed to led to the burn be provided? Access was gained through skin and muscle, 3 pr probes placed, early in the burn heat was felt at the skin, certus turned off. What is the alleged deficiency of the neuwave device that led to the patient burn and why are the two are connected? Physicians believes no deficit in neuwave device, said 3 probes was too many. Didn't anticipate burn back. Where was the location of the 3rd degree burn? Skin at patients hip. What was the shape and size of the 3rd degree burn? Unavailable. How was the patient treated for the burn? Taken to wound care immediately. Are there any photos available? Unavailable. What is the patient's current status? Unavailable, patient followed up at a different hospital.